Event description:
As reported, the patient had a rtsa on (B)(6) 2023. The patient was revised on (B)(6) 2023 due to infection. The glenosphere, liner, adapter tray, torque screw kit and locking screw were removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: pending investigation. D10: a428518 - 300-01-11 - equinoxe, humeral stem primary, press fit 11mm. A731390 - 320-01-42 - equinoxe reverse 42mm glenosphere. A503274 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a742301 - 320-15-05 - eq rev locking screw. A684971 - 320-15-08 - sup/post aug plate, r rs glenoid baseplate. A771254 - 320-20-00 - eq reverse torque defining screw kit. S459791 - 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. A722475 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. S470607 - 20-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. A085819 - 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm. S443039 - 320-42-03 - equinoxe reverse 42mm humeral liner +2.5. A474354 - 31-55-88 - ergo gps 3.2mm drill kit sterile a787813 - 531-78-20 - shouldr gps hex pins kit. 6007123364 - a10012 - gps implant kit v2.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
H3: infection is a clinically well-known potential complication of any surgical procedure including shoulder arthroplasty. If infection occurs after shoulder replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following shoulder replacement is (B)(4) for primary and (B)(4) for reverse shoulders. (1) the highest risk period for infection is the first two years following the surgery. (1, 2) 1. J.s. Coste, s. Reig, c. Trojani, m. Berg, g. Walch, p. Boileau. ¿the management of infection in arthroplasty of the shoulder¿. The journal of bone and joint surgery (br). January 2004; 86-b: 65-9. 2. W. Zimmerli, a. Trampuz, p.e. Ochsner. "Prosthetic-joint infections". The new england journal of medicine. October 2004; 351:1645-54based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined.